Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the left breast. There was no alleged device malfunction contributing to the irritation. The patient applied benadryl cream to the irritation. Additionally, the patient's physician prescribed a cream for the irritation. Follow up indicated that the prescription cream helped the skin irritation to improve.